Manufacturer narrative:
(B)(4). Original reporting time frame march 1, 2015 to april 30, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced urinary frequency and urgency, nocturia, stress urinary incontinence, pelvic pain, recurrent vaginal vault prolapse with accompanying cystocele, rectocele, enterocele, dense pelvic adhesive disease into the pelvis, omental adhesions to the pelvis, bowel adhered to the uterosacral ligaments, evidence of an old suture on the uterosacral ligament requiring laparoscopic lysis of adhesions, sacral colpopexy, repair of transverse cystocele, transverse rectocele, repair of enterocele, cystoscopy with stryker ureteral kit stent placement, and left salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(6) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the adjust sling system may include, but are not limited to: · postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. · urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. · perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. · irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. · extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. · inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Exemption (B)(4). The total number of events for product classification code pah is 25. Qty (B)(4)- adjust adjustable single incision sling (5-pack). Qty (B)(4)- adjust adjustable single incision sling (single).

Manufacturer narrative:
(B)(4). Original reporting time frame from (B)(6) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Exemption no. (B)(4). Original reporting time frame march 1, 2015 to april 30, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. (B)(4). Original reporting time frame march 1, 2015 to april 30, 2015. The information provided by bard represents all of the known information at this time.